Event description:
Patient underwent the index procedure due to acute coronary syndrome with elevated ckmb or positive troponin and stable angina. One endeavor sprint rx drug-eluting stent was deployed to the mid lad. Post stent deployment, residual stenosis was 0%. The patient was discharged the day of the index procedure. Approximately three months after the index procedure, the patient suffered a fatal heart attack. Event intensity and relatedness to study drug, study device and study procedure was not provided.

Manufacturer narrative:
(B)(4): results - death, mi.